Event description:
The left rear wheel bearing allegedly keeps falling out. The left side quick release axle allegedly will not stay locked causing the left rear wheel to allegedly fall off. No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2012-00289. Device was about 4 months old at the time of the complaint. Customer alleges the wheel keeps falling off. Product returned for evaluation. Findings were: visual: wheel's inner bearing had evidence of impact. Functional: quick release axle would not stay within the wheel axle bearings when pulled on. Complaint duplicated. Replacement parts sent out at not no charge on ra / order (B)(4). (B)(4) has been initiated for this issue. Model prox4s, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1125104 rev e (may-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition indicated that she is a paraplegic in both limbs. Her stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Page 67 of the owner's manual warns "the locking pins must be protruding past the inside of the rear wheel axle bushing for a positive lock. Keep locking pins clean". Suggested maintenance on page 34 of the owner's manual states that the quick release axles should be checked on a weekly basis to ensure they lock properly, and the axles should be kept free from dirt, lint, etc. Page 35 indicates that the wheel bearings should be cleaned on a monthly basis.

Manufacturer narrative:
RMA 859851369-l has been initiated for this issue. Model prox4s, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1125104, (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumer's preexisting medical condition indicated that she is a paraplegic in both limbs. Her stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Page 67 of the owner's manual warns "the locking pins must be protruding past the inside of the rear wheel axle bushing for a positive lock. Keep locking pins clean". Suggested maintenance on page 34 of the owner's manual states that the quick release axles should be checked on a weekly basis to ensure they lock properly, and the axles should be kept free from dirt, lint, etc. Page 35 indicates that the wheel bearings should be cleaned on a monthly basis.

Event description:
The left rear wheel bearing allegedly keeps falling out. The left side quick release axle allegedly will not stay locked causing the left rear wheel to allegedly fall off. No injury alleged.